Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Device received with cracked case at reservoir tube window corners and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 315 mg/dl. Device was able to rewind. Customer agreed to return the device for analysis.